Event description:
On 7/19/1998 foley catheter was inserted in the emergency department prior to admission to a regular bed. After admission it was noted that the pt ambulated away from the bed without detaching the catheter bag, subsequently stretching the catheter. The pt complained of pain and nursing was ordered to remove the foley. When balloon was aspirated they were unable to deflate. The port was cut, and there was still no deflation. Urology consult was obtained and the balloon was deflated by passing a stiff wire down through the balloon port and catheter was removed.